Event description:
A report was received that the stimulator was causing pain and patient was experiencing burning sensation in the lower back, down to the groin area and to the feet. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Manufacturer narrative:
Additional information was received that the device was functioning properly, and the patient was just getting undesired stimulation in the groin area.

Event description:
A report was received that the stimulator was causing pain and patient was experiencing burning sensation in the lower back, down to the groin area and to the feet. The patient will undergo an explant procedure.